Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of tissue damage is listed in the mitraclip instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported leaflet grasping failure appears to have been a result of patient morphology/pathology. The reported tissue damage appears to have been a result of procedural conditions. The reported poor imaging was a result of procedural conditions. The reported surgical procedure and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the leaflets and was implanted successfully reducing mr. To further reduce mr, a second clip was advanced to the mitral valve; however, during the second grasping attempt a perforation at the mitral valve occurred and mr returned to 4. The patient was transferred to surgery for mitral valve replacement. The patient remained in good condition. No additional information was provided.